Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: this complaint is a duplicate of MFR report # 2937457-2019-03239 and was inadvertently submitted. All relevant information will be captured in MFR report # 2937457-2019-03239 and no updates will be made to this report.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment training. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment prior to the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was given keflex antibiotics as a standard facility protocol precaution. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.